Event description:
It was reported that a m.blue 5 valve (part # fx801t) was implanted during a procedure performed on an unspecified date. According to the complainant, a blockage of the valve was suspected. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery.

Manufacturer narrative:
Information about the complaint: information about the complaint are "shunt occluded, patient revised". Manufacturing and quality control data: because the serial number of the device is unknown we are not able to trace production and quality control data. We confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products that are conform to specifications are made available on the market. Conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. Further actions: from our point of view, no further regulatory actions are required.